Event description:
Patient 24years old male saw him for removal of cyst on the upper back. Upon removal of the syringe-needle after administering local anesthesia lignocaine), he discovered that needle was detached from the hub and embedded on the patient. Dr attempted to remove the needle but was unable to. He sent the patient for ultrasound and x-ray, which revealed the needle to be 4mm beneath and parallel to the skin. Patient was subsequently referred to surgeon for surgical removal of the needle, scheduled for (B)(6) 2023.

Event description:
Patient 24years old male saw him for removal of cyst on the upper back. Upon removal of the syringe-needle after administering local anesthesia lignocaine), he discovered that needle was detached from the hub and embedded on the patient. Dr attempted to remove the needle but was unable to. He sent the patient for ultrasound and x-ray, which revealed the needle to be 4mm beneath and parallel to the skin. Patient was subsequently referred to surgeon for surgical removal of the needle, scheduled for (B)(6) 2023.